Event description:
The customer's mother reported via phone call that his blood glucose level was 400 mg/dl. The customer's blood glucose level started to rise the day before. The customer was sick and had throat issues. The customer's mother was going to take him to the hospital. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.